Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (6) loose 1/2cc, 8mm syringes. Customer states that there is too much silicone in the syringe. All returned syringes were examined and no excessive silicone or any other foreign matter was observed in any of the syringes. However, when the plunger rod was fully depressed, a small clear droplet of material came out of 4 out of 6 samples. A small portion of this material was removed from each of these 4 samples and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone for all 4 of these samples. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Samples were forwarded to manufacturing (holdrege) on 23mar2018 for further review. Second investigation summary: on 27mar2018, holdrege received six (6) 0.5ml, 8mm syringes from reported batch# 6326899. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(6), similar findings to those documented during initial investigation performed at bd franklin lakes were noted. No additional information at this time. A review of the device history record was completed for batch# 6326899. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200675593, 200675561] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint reported for the defect/condition on lot number 6326899 based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. CAPA 56537 was initiated by the holdrege plant to address silicone pooling and the associated root cause(s). Batch# 6326899 was noted to have been manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd micro-fine¿ insulin syringe with needle it was stated there was ¿too much silicone in the syringe according to patient.¿ there was no report of injury or medical intervention.